Event description:
It was reported that the device had base task timeout alarm. This issue is not related to physical damage/abuse. The unit was not dropped at all. No delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the top case is cracked in both front corners. Functional testing was unable to duplicate/confirm the reported problem. A base task timeout alarm is an advisory alarm, it is a non-issue alarm. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced damaged top case. Replaced battery due to battery not working alarm. Cleaned, greased, and calibrated. The pump passed all functional and delivery tests.